Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the non calcified right coronary artery (rca). The physician advanced a 4.5 x12mm omega stent to the lesion but was unable to cross the lesion and noted to be damaged. The physician removed the device. The procedure was completed with the implantation of a 4.5 x 16mm omega stent. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the stent was missing from the balloon. There was contrast in the inflation lumen and balloon. The balloon was loosely folded with stent impressions on the surface of the balloon between the markerbands. Inspection of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported stent damage or crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the non calcified right coronary artery (rca). The physician advanced a 4.5 x12mm omega stent to the lesion but was unable to cross the lesion and noted to be damaged. The physician removed the device. The procedure was completed with the implantation of a 4.5 x 16mm omega stent. There were no patient complications reported and the patient status is stable.